Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was to get assistance activating MRI mode using a programming device that belonged to the healthcare provider (hcp). The caller did not have the information necessary to answer the MRI eligibility questions, like if the patient had abandoned components so they were not able to program the ins and activate MRI mode. The caller indicated that the patient will have someone bring their remote to the hcp facility. The patient indicated that they were not sure that therapy was effective. The patient reported that they fell a lot, landing on their back, and they started having increased leakage that started around the time of the falls. The patient met with their hcp for further evaluation of the system and they were planning to replace a component as a result of the change in therapy. The patient originally met with them on (B)(6) 2025 and expect to have a component replaced on (B)(6) 2025. The issue was not resolved through troubleshooting. The patient was the original caller and was transferred to technical services because the hcp was on the call. The patient called back. They said they were currently in the hospital trying to get an MRI and they couldn't do it. The doctor had given them the doctor's handset, and their husband went and got their handset. The patient has had four major falls in the last two weeks. Once in florida and three at home. The hospital wouldn't release them until they had an MRI because of the bruising and black eye. The caller wanted to know if it could be caused by the password they reset last night. The doctors think the patient might be passing out and that is why they were falling. They were having to go to the bathroom a lot. The patient has had tons of trouble urinating. They get up in the middle of the night. They get to the toilet and the urine doesn't come out right away. They fall asleep on the toilet and fall to the floor. The patient came to the hospital on tuesday because they couldn't stop throwing up and they have been there ever since. The agent walked the caller through the steps of connecting their device to the stimulator. When putting the device in MRI mode they got the message missing implant information. Provided caller nas 800 number to request a rep to come to the hospital. Patient mentioned unrelated history of a rotator cuff repair, and they found spots on their pancreas and goes twice a year to be checked. Patient is scheduled to get a new implant in two more weeks. The patient called in w/ a nurse present to review MRI mode. The patient said they were using the handset they were given at implant. Patient activated MRI mode and saw the message that said missing implant information. Reviewed information and redirected to hcp. An hcp also called back to report issues with entering MRI mode. An error was coming up on the handset. Caller stated that the issue happened a day or two ago and that they just saw an error but was unable to provide the exact message or clarify any further information regarding the error. Caller requested to have a manufacturer rep assist them in troubleshooting the issue, and agent offered to troubleshoot with the caller, but caller insisted in having a manufacturer rep attend to the healthcare facility. Agent redirected the caller to nas.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.